Event description:
It was reported that a balloon kyphoplasty was performed on a (B)(4) clinical trial pt for a level l1 vertebral compression fracture. Post procedure, a CT scan revealed a cement leak upward out of the treated vertebral body into the t12-l1 disk space. Reportedly, the pt was asymptomatic. The pt was followed without "treatment in particular." Reportedly, the procedure was "successful." No additional info was reported. Note: at the time of this event, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Method: device not returned, follow up with company representative.